Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger leaks. Provider states leak was repaired. No new parts listed.